Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not receive low battery alert prior to replace battery alert. The customer's blood glucose levels were 248 mg/dl and 151 mg/dl. The customer also reported a pump error and they were able to clear the error and rewind the insulin pump. The customer also reported that the insulin pump passed the self test. The insulin pump will not be returned for analysis.